Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2009, awareness date 27-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer went in to her gynecologist to discuss birth control options after her third son was born in 2011. She had essure inserted and after the procedure, which was not terribly painful, everything seemed fine. When she came back for her 3 month test, she complained of pelvic pain. She was told it was common, and would subside soon enough. During the test to confirm blockage, he used saline instead of dye. It was some of the worst pain she has ever felt. She was sobbing and begging them to stop. After she left, she went home with some painful cramps and bleeding. Months passed of cramping. Before essure, her periods were completely predictable, coming the same day every month. Now she goes for months at a time without one. She had almost constant pelvic pain and cramps so bad that she has been doubled over in pain. She had numerous thinning and bald spots. Her implanting physician closed his office, and she found another doctor. In 2013, she underwent a bilateral salpingectomy, but she still suffers. She is no longer the woman she was before essure. Result and assessment of the product technical complaint investigation received on 18-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She also reported bleeding after the 3 month confirmation test (interpreted as post procedural bleeding). She underwent a bilateral salpingectomy approximately 2 years after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the event and in the lack of an alternative explanation, causality between pelvic pain and essure cannot be excluded. Since the bleeding occurred after the essure confirmation test, causality with essure was assessed as related. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs